Manufacturer narrative:
Additional information received: the implant was received at the complaint owning site and is not a dentsply sirona product. This is a follow up report for this additional information. Correcting this event from reportable to non-reportable as this implant is not a dentsply sirona implant. Device received for this event is being corrected from ank c/x impl b11/d4.5/l11 catalog # 17-0554 to competitor unknown product implants catalog # competitor unknown product implants. This is a follow up report for this corrected information.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.